Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and an insulin pump not delivering insulin despite smartguard being on. The customer reported a blood glucose value of 14.8 mmol/l. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise, and vomiting treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), and ems/ambulance/ER visit. The event involved product(s) mmt-1885. The troubleshooting was performed,, and the customer had been using the insulin pump system within 48 hours of the reported high bg event, it was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1885 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a missing reservoir tube o-ring. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 27-sep-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 27-sep-2024 listed on smartsolve. Daily total collection start time: on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered: 334750 (33.475 u). Daily total of basal insulin delivered: 161750 (16.175 u). Daily total of bolus insulin delivered: 173000 (17.3 u). No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 11:58:13.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 27-sep-2024 in the formatted history file. Lost sensor 1 alert (780) was found on: (B)(6) 2024 19:14:00.000, on (B)(6) 2024 19:24:00.000. On (B)(6) 2024 18:49:00.000, on (B)(6) 2024 18:59:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2024 19:19:00.000, on (B)(6) 2024 19:29:00.000. Sensor error alert (801) was found on: (B)(6) 2024 02:29:56.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump sensor feature and the auto mode connection are working properly. No lost sensor alert, sensor error alert, auto mode anomaly or sensor related errors or anomalies were noted. Low battery alert was found on: (B)(6) 2024 12:09:00.000. Insert battery alarm was found on: (B)(6) 2024 12:48:43.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 1:55:56 am. There was no power data available for the date on (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the reservoir tube (o-ring shaped piece coming out) of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm, auto mode anomaly and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.